Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation found that the internal battery overheated and was deformed. The evaluation determined that the battery failure was due to a defective battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a deformed battery. There was no patient injury reported as a result of this incident.